Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific lead exhibited high, out of range pacing impedance (greater than 3,000 ohms) and device was emitting tones. In clinic lead integrity testing included provocation, isometrics and manipulation which did not reproduce any increased measurements. The patient admitted to having a walkie-talkie in his shirt pocket. The device remains implanted. No adverse patient effects were reported. Additional information was received. A technical service (ts) consultant reviewed device data. Ts suggested the that electromagnetic interference can be one cause of spurious measurements. Ts recommended programming options to turn device beeping tones off, monitor patient closely over a home monitor equipment or continue routine follow up appointments.